Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, decreased impedance and increased capture thresholds were observed on the right ventricular lead. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.